Event description:
It was reported instrument 03.010.473 was defective in the loan set and could not be used during the procedure. Although there was no impact on the patient, this issue should have been identified during the inspection. The surgeon and the sales representative had to use an alternative instrument to proceed with the intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that inter-lock screwdriver combined t25/hexa was found stripped from the shaft tip and the sliding bar missing, causing the device to be unusable. A dimensional inspection and functional test for the inter-lock screwdriver combined t25/hexa were not performed due to post manufacturing damage. The stripped condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Missing components may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices ar manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history review. Part number: 03.010.473-15. Lot number: 4475p77. Manufacturing site: hägendorf. Release to warehouse date: 10-may-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.